Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal bupivacaine 25 mg/ml at 2.733 mg/day and dilaudid 12 mg/ml at 1.312 mg/day. The indication for use was non-malignant pain. The patient had increased pain on the left side and leg. It was a gradual onset. A dye study was done on (B)(6) 2016, and they were unable to aspirate via the catheter access port (cap), so they pushed the dye and drug through the catheter. It was calculated that the bolus of intrathecal drug the patient received within seconds was double the normal intrathecal daily doses. The patient was fine post dye study; they were sitting up, eating/drinking, and conversing. The catheter was confirmed as patent. They also did a roller study on (B)(6) 2016. There were no previous volume discrepancies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.